Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this right ventricular (rv) lead caused premature ventricular contraction (pvc) and ventricular tachycardia (vt) due to placement. The physician encountered removal difficulty and required laser for removal and helix would not retract. This rv lead was explanted. No additional adverse patient effects were reported.